Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4).

Event description:
It was reported that when the package was opened, package was empty. There were no products in the package.

Manufacturer narrative:
This report is being filed to reflect information not previously available. The empty package, shrink film, and the packaging insert were returned. The tamper proof label has been peeled open and the shelf carton has some clear tape on it. This device is used for treatment. A complaint history review was conducted and identified no additional complaints for the same part and lot numbers. As the package was returned opened it cannot be determined when or if the product was removed from the package. The most likely cause of the empty packaging cannot be conclusively determined.